Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the t1, t2, and suture were returned on the device with no visible defect. There were no visible defects of the insertion device. The device cycled and implanted the t1 into a simulation meniscus, however the actuator will not cycle to the pre-t2 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (inappropriate or excessive force to the device). Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference:(B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed three devices were returned with original labeling attached to each device. Device 1 and two, the t1, t2, and suture were not returned. The needle assembly is bent. The actuator is in the pre-t1/post-t2 position. Bio debris is present. Device 3, the t1, t2, and suture were returned on the device with no visible defect. There were no visible defects of the insertion device. A functional evaluation showed that device one will cycle but the actuator attempts to stick at the tip before returning to the next pre-deployment position, device two will not cycle due to the actuator will only return to the pre-t1/post t2 position. Device three cycled and implanted the t1 into a simulation meniscus, however the actuator will not cycle to the pre-t2 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (inappropriate or excessive force to the device). Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that three fast-fix 360 devices had an unspecified failure. It is unknown whether the event occurred during surgery, if there was patient involvement, if a backup device was available, or if there was a delay.